Event description:
As the surgeon fired the instrument, it produced a cracking sound. Therefore, the surgeon ceased firing the instrument and opened the instrument's jaws to release it from the tissue. As a reuslt, the instrument did not place properly formed staples on the tissue and a hole was present from the tissue transection. Lastly, the surgeon decided to convert the procedure to an open procedure to complete the case by hand suturing the anastomosis.